Event description:
The pt underwent and elective robotic hysterectomy with the da vinci robot. During the grasp and cautery the left utero-ovarian ligament and pedicles, the vessel sealer instrument failed. There was insufficient cautery on the left to control bleeding of the it. Pedicle. Product rep in operating room was consulted. The trocar with the failed vessel sealer were removed together. The trocar was replaced and ligature for right was then moved to left. Once this process was safely resolved, the hysterectomy was completed. Surgeons visual inspection; it appeared the blade malfunctioned and did not allow the vessel sealer to close completely. Vessel sealer brought thru port, hut unable to come through the trocar. Other da vinci robotic supplies.